Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Sep 21 & 22, 2017: litigation record received. Litigation alleges pain, suffering, and injury by excessive levels of chromium and cobalt in the blood.

Manufacturer narrative:
Sep 21 & 22, 2017: litigation record received. Litigation alleges pain, suffering, and injury by excessive levels of chromium and cobalt in the blood. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.